Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. A root cause cannot be identified. A device history record (DHR) review could not be performed since the serial number of the device is unknown. Based on the results of the investigation, the root cause of this phenomenon could not be identified.

Event description:
Olympus received a medwatch report via email reporting that during an endobronchial ultrasound bronchoscopy (ebus) procedure, the evis exera ii ultrasonic bronchofibervideoscope became dislodged in the endotracheal tube (ett). As the ett and endoscope were withdrawn, it was noticed that the tip of the scope was broken. There was no report of patient harm due to the event. No customer information was provided to obtain additional information.